Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported patient effect; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, the sutures of the first proglide device were successfully pre-placed. When attempting to insert a second proglide device, it ran into calcification and a perforation of the vessel occurred. A cut down surgery was performed to repair the vessel. The sheath was upsized to a 14f and the aaa procedure was completed. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.